Event description:
Reference number (B)(4). Event occurred in spain it was reported that the patient experienced 8 events of kinked cannula on (03-sep-2024, 09-sep-2024, 18-sep-2024, 22-sep-2024, 25-sep-2024, 30-sep-2024, 06-oct-2024 and 19-oct-2024 respectively. The event occured within three hours of insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 8 of 8.